Event description:
Additional information was received from a company representative (rep). It was reported that a catheter study was unable to be performed as scheduled due to cap kit being on backorder. The hcp was organizing for a new date to perform cap study. A catheter issue was suspected, but remained unknown until after the cap study. The pump was refilled normally on 2024-jul-05 apart from the 18mls discrepancy previously noted. The hcp and rep were awaiting cap study to determine if drug was moving out of the pump. The issue had not yet been resolved. The pump and catheter remained implanted and in-use.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0206727341. Implanted: (B)(6) 2013. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2015-01-16, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#: 0206727341; implanted: (B)(6) 2013; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cap study was preformed on (B)(6) 2024. They couldn't get the dye to pass through the catheter, so they decided to revise the catheter in programmed procedure on (B)(6) 2024. The drug wasn¿t flowing through the catheter. The hcp did a catheter revision and finally decided to change the catheter (pump and spinal segment). The difficulty with refilling the pump, pump reservoir volume discrepancies, and the patient having more pain / change in therapy resolved with the change in catheter.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0206727341, implanted: (B)(6) 2013, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump would not be returned to the manufacturer as the physician didn't feel it was necessary and had discarded it along with the explanted catheter.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 30.0 mg/ml at a dose rate of 7.989 mg/day via an implantable pump. It was reported that the patient's intrathecal pump was refilled today (2024 (B)(6) with morphine. The pump was interrogated before withdrawing and it suggested there would be 3.2ml left in the pump's reservoir; however, 9 ml was instead withdrawn. At the last refill they withdrew 7 ml, and previous refills have been 3-4ml consistently. The pump was refilled with 20ml of morphine. When they were refilling the pump, the resistance was normal but then abruptly ceased. They were unable to push in the last 2 ml. They slightly repositioned the needle but it didn't make any difference. They withdrew the needle but didn't put it back in anddiscarded the remaining 2 ml of drug. They interrogated the pump changing the volume (fill volume) from 20 to 18 ml. They had checked the needle and syringe and was able to expel the fluid, so it was indicated that there wasn't anything wrong with that side. Their concerns were that the pump has had a lot more drug remaining in the reservoir than expected the last 2 times that it was refilled. Secondly, they have never been unable to push in the new medication so they thought it was very strange. The patient was aware of what has happened today. It was further reported that the patient reported they did not have any symptoms of morphine withdrawal, so presumably was still receiving the dosage that had been set. They thought it would be worthwhile testing the pump if possible to ensure that it was working properly. Checking the pump logs for motor stalls was being considered. The possibility of air having been introduced regarding an inability to fill the last 2 ml of drug was also being considered. The treating physician was also aware of the current issues. The onset of the pump reservoir volume discrepancies was not indicated.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot #: 0206727341, implanted: (B)(6) 2013, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2024-jul-10. The pump was not alarming and there was a change in therapy. They were to perform a catheter study on (B)(6) 2024 regarding troubleshooting for volume discrepancy.

Manufacturer narrative:
H3 update: they type of reportable event was updated from being a reportable malfunction to now a reportable serious injury. Regarding additional information received 2024-jul-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a company representative. Surgical intervention was planned regarding pump and/or catheter replacement. No cause was determined, for the pump not delivering drug. As this was still under investigation. They were to know more at the catheter study. The volume discrepancy and patient¿s pain was not yet resolved as of (B)(6) 2024.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the date of implant of the pump was (B)(6) 2022. The implant date of the catheter was (B)(6) 2013. The catheter serial/lot number was provided. On (B)(6) 2024 the pump was interrogated to check for errors. No errors or alerts were present. The cause of the volume discrepancies at refills was unknown if it was determined. The cause of the inability to inject the last two ml of drug into the reservoir at a refill was unknown if it was determined. At next refill, the rep would attend the hospital and educate nurses on how to properly aspirate pump to prevent possible airlock. The issue had not yet been resolved. The devices remain in use. The initial reporter information was provided. According to the logs provided on (B)(6) 2023 the expected reservoir volume was noted as 3.3 ml. The reservoir volume on (B)(6) 2024 was noted as 4.3 ml. The reservoir volume was noted as 3.2 ml on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the pump was not delivering drug. On (B)(6) 2024, the rep attended the refill to make sure that the nurse was properly aspirating the pump before refilling. On aspiration, 18mls of morphine was taken out of the pump which meant that no drug had been delivered at all during the last period between refills. There had never been any alerts or alarms on the pump in that time. Today, (B)(6) 2024, the expected residual volume on interrogation was 3.1mls, but 18mls was withdrawn. The patient had been experiencing more pain, but was on breakthrough oral morphine also. There were no apparent environmental/external/patient factors that may have led or contributed to the issue. The rep was going to see the patient again the same day, (B)(6) 2024, to check the logs again. The patient would book in to see the physician. The issue was not resolved at time of report. It was unknown if there was a surgical intervention planned. The patient's weight was asked, but unknown. The patient's status at time of report was alive - no injury.